Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed a yellow wrench alarm on the mobile power unit (mpu) while at home. The patient called the clinic for assistance and eventually the mpu was exchanged with a new one for the patient's safety.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was confirmed via the submitted video. The submitted video revealed an intermittent yellow flashing alarm. The mpu (serial: (B)(6) was returned to the service depot for analysis. The unit functioned as intended for several days supporting a mock circulatory loop. No alarms were produced during testing and the unit passed all functional tests. As a precaution, the power supply print circuit board assembly (pcba) and patient cable was replaced and forwarded to product performance engineering (ppe) for further analysis. The forwarded components were tested at ppe and connected to a test mpu. The unit was able to function as intended and support a mock circulatory loop for a duration without issue or alarm. The reported event was unable to be reproduced. Provided information indicated that the mpu was exchanged. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.